Manufacturer narrative:
PMA/510k: # p160054. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's universal battery charger was "smoking." Exchange performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The reported event of the universal battery charger (ubc) smoking was not confirmed. The heartmate ubc (serial #: (B)(6)) was returned for analysis to the abbott service depot and serviced. No log files were submitted for review. The ubc was functionally tested and passed all stages of testing. The ubc power supply printed circuit board (pcb) was exchanged as a preventative measure and was tested further at the abbott post product engineering lab. The ubc pcb was placed in a test fixture and was able to charge heartmate 14v batteries for an extended period without issue. The reported event was unable to be reproduced. The ubc was returned to the customer after the pcb replacement. The root cause of the reported event was unable to be determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to minimize the risk of a fire hazard. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this file on this event.